Manufacturer narrative:
Continuation: 419688 lead, implanted: (B)(6) 2010; 4076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate ventricular fibrillation (vf) shocks and it was suspected the cardiac resynchronization therapy defibrillator (crt-d) did not appropriately withhold therapy due to right ventricular (rv) lead oversensing. A rv lead fracture was confirmed. It was noted the patient was hospitalized and the device detections were programmed off. The rv lead is scheduled to be extracted, or capped, and replaced. No further patient complications have been reported as a result of this event.